Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator inoperative condition. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log relating to 'mach flow drift high'. The service technician states that the printed circuit assembly (pca) board and machine flow sensor were replaced to resolve the issue. Additionally, a not-reportable 'motor controller shutdown' and 'drift debug' error codes were also found in the device's error log. The fio2 sensor failed the verification test and required a 3-way solenoid valve replacement. The in-line filter prox was replaced due to dust. The device passed final testing after the necessary replacements.